Event description:
Patient having scheduled knee surgery. In one of the extra instrument trays that is occasionally used, there was a soft tissue elevator noted to be broken. Instrument was taken out of the tray and a new instrument obtained. Did not reach the patient. No patient harm. FDA safety report ID# (B)(4).